Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving multiple inappropriate high voltage therapies due to incorrect supraventricular tachycardia diagnosis. The recommended programming changes were applied to allow for redetection in the ventricular fibrillation zone. The patient condition was stable before during, and after the event.